Event description:
It was reported that the pt lost stimulation a few years ago. The exact date is unk. The ipg has also lost functionality and can no longer communicate with the programmer. As a result, the pt will undergo surgical intervention.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.